Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: strip issue.

Event description:
Customer complains of lo results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 180-230mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:the customer is concerned about these results of lo on (B)(6) 2015 at 12:58 pm, lo on (B)(6) 2015 at 6:41 pm, lo on (B)(6) 2015 at 3:54 pm and lo on (B)(6) 2015 at 11:44 pm the customer is calling because he is receiving the result of lo as of (B)(6) 2015. The customer is unable to provide the lot number of the test strips he is currently using due to storing the test strips in the meter carrying case. The customer states that the date/time has never been setup.